Manufacturer narrative:
Evaluation of photos of the involved devices revealed that the monitor holder arm was incorrectly mounted to the anesthesia device. The unintended use of an additional mounting plate has resulted in decreased clamping forces. Scratches in the housing of the anesthesia unit reasonably suggest that the arm moved continuously downwards in the nut track until it fell out of the nut, finally. The re-mounting has been worked out according to manufacturer's specifications. There was no patient involvement; the event occurred during cleaning and the worker caught the monitor before it fell to the floor; neither an equipment damage nor an injury has occurred.

Event description:
Please refer to initial MFR. Report #9611500-2016-00281.

Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that during cleaning in the o.r. The monitor has dropped down. The monitor was mounted on the primus. No injury reported.